Event description:
Customer reported that the insulin pump's act button was no longer able to be pressed down. Customer did not recall any significant events leading up to this issue. Blood glucose level was 108 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent act button due to flatten dome switch (creased). The device was received with cracked case at the display window corners and minor scratched lcd window.